Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend. The customer's blood glucose was 242 mg/dl and the sensor glucose was less than 40 mg/dl. Customer stated another sensor had more than 30 % difference and got an alert to change sensor. The blood glucose was 214 mg/dl at the time of the incident. The customer was informed that their blood levels were not in acceptable range. The customer's blood glucose at the time of call was 119 mg/dl and the sensor glucose was 150 mg/dl. Customer declined troubleshooting for blood glucose reading of less than 250 mg/dl and stated that blood glucose over 120s mg/dl are considered high to her. The sensor will be returned for analysis.